Event description:
It was reported, the patient had their implantable neurostimulator (ins) replaced the day of report. It was stated, the ins was replaced because, it was not working and it stopped working about a month prior to report. It was noted, the patient and their family could not turn the ins on and it may have been at end of service (eos) but they were unable to confirm.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3889-28, lot# v885623, implanted: 2012 (B)(6); product type lead. (B)(4) .